Manufacturer narrative:
Investigation conclusion: .a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Expired product used. Root cause: expired product use source: phone.

Event description:
Customer reporting what they feel is a false positive sars result. Customer had to hold the test up to the light to see a very faint line. Customer is symptomatic but also has year-round allergies. No confirmation testing was performed and through interview it was found the customer was using an expired test kit.